Event description:
It was reported that about two weeks post implant, the implant site was inspected by a hospital employee and it was noted that the device was protruding from the skin. The physician was notified and the device was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).